Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test wells on (B)(4) 2014. The immucor laboratory tested retention product on (B)(4) 2014, and the retention product performed as expected. An immucor field service engineer visited the customer site on (B)(4) 2014. The immucor laboratory tested returned blood samples from the customer on (B)(4) 2014 and was able to reproduce the customer's observations.

Event description:
On (B)(6) 2014, a customer reported an unexpected (B)(6) screen when using capture-r ready-screen (I and ii) using a galileo neo instrument.